Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused two incidences of squamous cell cancer on the face, as well as headaches and device has a strange odor. The medical intervention received by the patient was unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated and there was no signs of contamination on the external part of the device. The manufacturer visually inspected the device internally and found that there was evidence of sound abatement foam degradation in the blower box, and the error log showed that there were two instances of errors, there was an e-53 continue error and an e-176 continue error. The device was likely reset prior to pil receipt due to machine hours being 7243.6 and the therapy blower hours being 0. The device risk tags (ER 2219697 v20) associated with this failure mode include: degrad04, irrit01, irrit02, irrit05. The results of this investigation do not impact the calculated risks. The manufacturer concludes no evidence of sound abatement foam degradation and breakdown in the device. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused two incidences of squamous cell cancer on the face, as well as headaches. The exact treatment the user received is unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.